Manufacturer narrative:
Device evaluation : one pneupac device was received for investigation in good condition. Upon immediate inspection, it was noted that during expiratory part of the cycle, a small amount of gas would continue to flow, which indicated an internal leak. Additionally, the investigation checked relief alarm pressure by using a calibrated pressure gauge and device manometer readings were 10 cmh2o less than the readings on the calibrated master gauge, also indicating an internal leak. Furthermore, when the cover was removed, it was found that gas was leaking in the area of the function switch assembly. Once minor adjustments were made to peep and frequency during testing, the device then passed all functional tests. The evaluation could not confirm that the device would not ventilate or that the tidal volume control knob was overly resistive. However, a discrepancy with the relief valve was found with the root cause being a leak from function switch. Therefore, the complaint was confirmed. A specific problem source for the event could not be identified.

Event description:
Information was received that a smiths medical pneupac parapac plus "won't ventilate". It was also reported there is a "discrepancy with pressure relief valve and manometer, title volume now is too tight". No adverse effects were reported.